Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the abbott diabetes care (adc) device. As a result the customer was no alerted of changs in glucose levels. The customer experienced symptoms of sweating and trembling. They were able to self-treat with sugar water. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was activated with known good reader. Signal and sound icons are shown as activated was observed. Waited few minutes to ensure that there was no disruption in the ble (bluetooth low energy) connection between the devices. Reader was connected to approved software and isf (interstitial fluid) command was sent. First 5 ble packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the abbott diabetes care (adc) device. As a result the customer was no alerted of changs in glucose levels. The customer experienced symptoms of sweating and trembling. They were able to self-treat with sugar water. There was no report of death or permanent impairment associated with this event.